Manufacturer narrative:
The investigation into the aic - purge issue ¿ other has been completed. The root cause of the purge issues was due to a defective purge assembly. The exact subcomponent of the purge assembly was not determined.

Event description:
The user facility reported a 77-year-old female undergoing cardiac surgery was implanted with an impella 5.5 device for mechanical circulatory support. The nurse had issues with air in the purge line in the unit and was unable to de-air effectively. Shortly thereafter the nurse noticed an automated impella controller (aic) failure notification on the console, and so she had to change it out for a new aic unit.

Manufacturer narrative:
The impella console was not received from the customer, therefore, investigation of the device was not possible. A supplemental MDR will be filed at the conclusion of the investigation. This report is being filed as part of a retrospective review of historical records.

Manufacturer narrative:
B2: date of death unknown. This file is being submitted as part of a retrospective review of historical records after which medical safety has updated the report type. Corrected information for the initial MFR 1220648-2023-03686 was provided.

Event description:
Survival outcome at explant noted the patient expired. Medical safety review of the event noted there is not enough information to exclude the impella device as an associated factor in the patient's demise.